Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface; the fiber is broken within the outer flow tubing 2 inches from control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that with 416,252 joules used and 1:33:00 minutes expended, while using the surgical fiber during a greenlight prostate procedure, ¿the fiber broke during use¿ and ¿the surgeon took the fiber in his eye¿. It was further reported that there was no injury to the surgeon; however, the physician experienced some pain and redness which was treated with a saline rinse. The physician did not require any additional treatment. The broken fiber was replaced and the surgeon completed the procedure using a second surgical fiber. Patient outcome: "no patient consequences." There was no patient or user injury reported.